Event description:
Customer reported the data used in a bolus calculation on the blood glucose monitor was incorrect. No further information was provided. The alleged product was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).